Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used on a perineal tear. During the procedure, the needle pulled off the suture and a piece of needle remains in the buttocks muscle. There are no plans to retrieve the retained needle.

Manufacturer narrative:
(B)(4). Conclusion: the examination of the returned actual needle was performed. The area of swaging on the surface of needle shows several marks of needle-holder, probably responsible of this needle pull out. This area is reputed as very sensitive and needle grasping must not be applied at this level. The device information for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders".

Manufacturer narrative:
(B)(4). It was reported that the patient underwent needle retrieval during re-intervention around (B)(6) 2011.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria